Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was found to be dislodged. As a result, another procedure was performed to replace the lead. The lead was successfully replaced with another lead with no adverse effects. The revision procedure resulted in the patient having an unexpected hospital stay. No additional adverse patient effects were reported.